Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized on (B)(6) 2021 as they experienced low blood glucose which was 10 mg/dl and treated with glucagon. The current blood glucose of the customer was 183 mg/dl. The customer had given over bolus and was not using wizard. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether auto mode feature at the time of event was active or not. The insulin pump will not be returned for further analysis